Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The pop-off valve was replaced to resolve the reported issue.

Event description:
The hospital reported an "unable to drive bellows" error resulting in a loss of mechanical ventilation. There was no report of patient involvement.